Manufacturer narrative:
Weight, ethnicity, race unknown. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -14.0/1.0/67 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -14.0/1.0/67 (sphere/cylinder/axis) implantable collamer lens into the patient's eye on (B)(6) 2022. On (B)(6) 2022, the lens was explanted and replaced with a shorter length lens. D4: expiration date added. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Claim#: (B)(4).